Manufacturer narrative:
The product has not been returned so no eval is possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
Caller states that when she filled this pod she had a little resistance and there was an unusual crunching sound. Caller was able to fill pod and activate the pod. While in use, the caller initiated a number of correction boluses but b/g continued to rise. Caller removed pod when b/g hit 400. Caller removed the pod and activated a new one.